Event description:
It was reported that during an ipg surgery (reference MFR report 1627487-2019-03953). The lead was fractured at t10. As a result, the patient's lead was explanted and replaced. Patient now has effective therapy.